Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a tlh (total laparoscopic hysterectomy), part of the jaw of the ultrasonic surgical device fell into the patient¿s abdomen. There was a procedural delay of 5 minutes due to the need to evacuate the piece from the patient. The procedure was completed with a new device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympyus and the failure was unable to be confirmed. Additional findings of scratch and tissue pad wear root cause could not be indentified. The most probable cause is cause linked to device but unable to trace more specfifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.